Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a false positive. No patient impact was reported. This occurred multiple times. The following information was provided by the initial reporter: "the curves are not sigmoidal and the fluorescence intensity remains low."

Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "evp - fps" error. Following steps were performed to resolve the issue: installed windows 2.2 image, software update to version 5.20, reinstallation of the database, time and date, automatic backup and printer. Renormalization of readers. Cleaning the dust filter. Cleaning of pcr readers, mux boards and the entire bd max. Checking arm positions. Passage of a customer run. Device complies with bd specifications. The complaint is confirmed. The root cause is related to "lecteurs pcr". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a false positive. No patient impact was reported. This occurred multiple times. The following information was provided by the initial reporter: "the curves are not sigmoidal and the fluorescence intensity remains low."